Manufacturer narrative:
The delivery system was received without its stent on (B)(6) 2019. Device analysis is still in progress. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for stent retention. Dislodgement is captured in the risk assessment as a known potential hazard. Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
On (B)(6) 2018, a male patient presented with chest pain. A lesion right coronary artery (rca) was identified. A guide wire was advanced, followed by seating of a guide catheter in the rca. While advancing a 2.5x15mm cobra pzf¿ nanocoated coronary stent system through the guide catheter, the stent dislodged inside of the guide catheter. With the guide wire remaining in position, the physician carefully attempted to remove the stent system and guide catheter from the anatomy as a single unit; while removing them through the sheath, the stent embolized out of the guide catheter and onto the guide wire. The stent was successfully snared and there were no adverse patient sequelae. Additional information was requested.